Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterectomy ("hysterectomy") in a female patient who had essure inserted for female sterilisation. In 2010, the patient had essure inserted. In (B)(6) 2012, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required). At the time of the report, the hysterectomy outcome was unknown. The reporter considered hysterectomy to be related to essure. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.